Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified tight lesion in the circumflex artery. A mini trek rx 1.20 x 12 mm was advanced against heavy resistance to the lesion; however, the balloon ruptured at the first inflation of 14 atmospheres (atm). The procedure was completed using another mini trek rx 1.20 x 12 mm. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: analysis of the returned device confirmed that there was a radial rupture in the balloon above the balloon marker. The scanning electron microscopy (sem) lab analysis indicated a longitudinal rupture intersecting the radial rupture with peeling and tearing noted on the outer surface. Radial peeling was also observed in a fold on the side opposite to the longitudinal rupture. The sem report determined that balloon and inner member failure may have been related to exposure conditions during the procedure or a material processing discrepancy. In this case, it is likely that the catheter interacted with the tortuous and calcified lesion as significant resistance was encountered during advancement, such that the balloon material became damaged (scratched) and ultimately ruptured upon inflation attempt. It should be noted that the warnings section of the mini trek IFU states: treatment of moderately or heavily calcified lesion is considered to be moderate risk, with an expected success rate or 60 - 80% and increase the risk of acute closure, vessel trauma, balloon burst, balloon entrapment, and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance and retract the catheter under resistance may result in damage to the vessels and / or damage / separation of the catheter. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.